Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) stated the implant "never worked for them" and pt stated they got electrical stimulation in their legs, but not in their lumbar spine where they needed it. Pt then stopped using or charging their stimulator and new needed MRI. Pt was at first refused MRI because their stimulator was not charged. Technical services assisted the pt through passive recharge mode and by the end of the call pt was recharging excellent. Additional information was received from the patient (pt). They reported that the ins never worked on their targeted areas of their spine as they expected. The electrical stimulation was sent down their legs and not to their spine. Pt reported the technicians tried to correct the problem but were unsuccessful. Pt noted if they wanted the problem solved, the implant would either have to be removed or reprogrammed to work effectively. Pt inquired on if they would need to contact the surgeon who placed their implant.